Event description:
On (B)(6) 2022, during a follow up, this 64-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they were hospitalized for an infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with pseudomonas aeruginosa in the culture and a wbc count of 425/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the outpatient clinic conducted a peritonitis survey with the patient and could not determine causality of the infection; however, it was confirmed there was no indication the patient¿s peritonitis was due to as deficiency or malfunction of any fresenius product(s) or device(s). The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient¿s symptoms persisted beyond the duration of antibiotics. The patient was hospitalized on (B)(6) 2022 following persisting abdominal pain caused by the initial peritonitis infection. Additional peritoneal effluent fluid cultures and a wbc count was conducted in the hospital (exact date unknown) but results were not provided to the outpatient clinic. It was determined the patient¿s previously prescribed antibiotics were insufficient for this refractory infection. The patient was prescribed intravenous antibiotics while hospitalized but the types, dosages, frequencies, and durations were not reported to the outpatient clinic. The patient¿s pd catheter (not a fresenius product) was removed due to the severity of the infection. A central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s hospitalization due to a refractory peritonitis infection was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with a plan to return to pd therapy once cleared by the outpatient clinic.

Manufacturer narrative:
Correction: a1.

Event description:
On (B)(6) 2022, during a follow up, this 64-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they were hospitalized for an infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with pseudomonas aeruginosa in the culture and a wbc count of 425/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the outpatient clinic conducted a peritonitis survey with the patient and could not determine causality of the infection; however, it was confirmed there was no indication the patient¿s peritonitis was due to as deficiency or malfunction of any fresenius product(s) or device(s). The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient¿s symptoms persisted beyond the duration of antibiotics. The patient was hospitalized on (B)(6) 2022 following persisting abdominal pain caused by the initial peritonitis infection. Additional peritoneal effluent fluid cultures and a wbc count was conducted in the hospital (exact date unknown) but results were not provided to the outpatient clinic. It was determined the patient¿s previously prescribed antibiotics were insufficient for this refractory infection. The patient was prescribed intravenous antibiotics while hospitalized but the types, dosages, frequencies, and durations were not reported to the outpatient clinic. The patient¿s pd catheter (not a fresenius product) was removed due to the severity of the infection. A central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s hospitalization due to a refractory peritonitis infection was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with a plan to return to pd therapy once cleared by the outpatient clinic.